Event description:
It was reported that during a digestive hemorrhage procedure, the pump no longer worked and the the foot pedal did not respond. There were no reports of patient impact or harm due to the event.

Manufacturer narrative:
Multiple follow ups were made to gather additional information regarding the event reported, however where unsuccessful as no other response is received from the customer other then stating "there were no other devices replaced during the procedure". To date, the device has not been returned to olympus for evaluation. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if additional relevant information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a digestive hemorrhage procedure, the pump no longer worked and the foot pedal did not respond. There were no reports of patient impact or harm due to the event.